Event description:
It was reported that the patient with this implantable pacemaker experienced pain on the left side of the neck and back since a few weeks post procedure of the implanted device. Boston Scientific Technical Services (TS) referred the patient to clinic. At this time, this pacemaker remains in service. No adverse patient effects were reported.